Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the right atrial (ra) lead lost its slack and was pulled back. The pocket was reopened and the ra lead was disconnected from the ipg outside of the patient and implanted again using a stylet, then reconnected to the ipg. The ra lead remains in use. No patient complications have been reported as a result of this event.